Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer reference number: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 322 through the history log, but could not reproduce it. The device was operating out of specification with respect to the reported symptom. The upper and lower auxiliary assemblies were replaced as they are known contributors to the reported symptom. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded stated and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue.